Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the pump¿s time and date setting were incorrect and were not set incorrectly by the patient. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission 02/25/2015-product analysis:the device was returned and evaluated by product analysis on 02/10/2014 with the following findings:the complaint could not be investigated due to an unrelated issue. The black box revealed no unexplained time and date setting issue. The black box indicated the year was 2007. A manual time change was recorded on 08/21/2015 from 14:10 to 13:10. A battery life issue prevented further testing.